Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc). Therefore omsc could not evaluate the subject device. The manufacturing record was reviewed and found no irregularities. The exact cause of this issue could not be conclusively determined. Omsc surmised that the perforation was caused by the operator¿s technique because there was no malfunction of the subject device. The instruction manual of the device has already warned as follows; warnings: use the thunderbeat instrument properly. Improper use may cause the probe tip to fall off inside the body cavity, premature wear, partial separating, deformation, breakage, patient and/or operator injury, malfunction of the cardiac pacemaker, burns of the surgeon, surgical staff and/or patient, electric shock, abnormal output or malfunction, perforation, bleeding, postoperative bleeding, tissue damage and infection to the surgeon, surgical staff and/or patient.

Event description:
During a laparoscopic colectomy, the subject device and a competitor's monopolar hook were used. After three days of the procedure, the large bowel perforation of the patient was found. Re-operation was performed and the patient recovered fully. No malfunction of the subject device was reported.